Event description:
A report was rec'd through the FDA medwatch medical products reporting program that a female experienced a fusarium corneal ulcer in the right eye while using renu with moistureloc multi-purpose solution. The pt used the product and awakened the next morning with right eye pain. She went to the emergency room at 3pm. The ER physician referred her to an ophthalmologist on call. She was diagnosed with an infection and advised 24 hours follow-up with drops prescribed. In less than 24 hours, the pt awakened with excruciating eye pain and total loss of vision in her right eye, she returned back to the ophthalmologist who referred the pt to a corneal specialist. She was first seen in 2006 and initially she was treated for a bacterial infection , but culture results later proved positive for fusarium. The pt was subsequently treated with amphotericin b and natacyn 5%. The pt was on medical leave from work because of this. She no longer wears contact lenses and has had continuous pain that required pain medication every 2 hours. She has been told that it may be months before she has complete resolution. The pt stated that her sight has been very cloudy and symptomatically there has been little to no improvement as of the following month. She was also advised that she may become a corneal transplant candidate. As of three months later, the pt was still undergoing treatment and was left with paracentral stromal corneal scarring in the right eye. The corneal specialist attributed this event directly to renu with moistureloc multi-purpose solution.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.